Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00127 was sent in error. The leakage was from non-waste line and is therefore, not considered to be a reportable malfunction.

Event description:
It was reported that during use with a facsymphony a3 special order system waste leakage occurred outside of instrument. The following information was provided by the initial reporter: the instrument is leaking fluid from right in the middle of the box, and if you look under the instrument you can see the sheath dripping out of the machine. I think something must have come loose additionally, on 2020-9-03 the bd tech provided the following additional information: the leak was from the waste line and it was not contained within the instrument.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a facsymphony a3 special order system waste leakage occurred outside of instrument. The following information was provided by the initial reporter: the instrument is leaking fluid from right in the middle of the box, and if you look under the instrument you can see the sheath dripping out of the machine. I think something must have come loose. Additionally, on (B)(6) 2020 the bd tech provided the following additional information: the leak was from the waste line and it was not contained within the instrument.